Manufacturer narrative:
Correction provided in b5 and h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a burning smell during step 7 of setup during their pd treatment. The patient reported the smell was electrical and the treatment was cancelled. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but has not been obtained. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the ac distribution board was identified.

Manufacturer narrative:
Correction provided in h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a burning smell during step 7 of setup during their pd treatment. The patient reported the smell was electrical and the treatment was cancelled. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but has not been obtained. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the ac distribution board was identified.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a burning smell during step 7 of setup during their pd treatment. The patient reported the smell was electrical and the treatment was cancelled. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but has not been obtained.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The voltage check test passed. The simulated treatment pre- accelerated stress test (ast) 15 minute 1000 ml test failed. Failure due to cycler encountering a fluid temp out of range alarm caused by the heater not activating due to a blown f1 fuse resulting in thermal decomposition of the component on the alternating current distribution board. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler was refurbished following the evaluation.